Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock due to right ventricular lead dislodgement. No intervention was performed at this time. The patient was stable.

Event description:
Additional information received indicated that the patient expired due to unknown causes. There was no information reported indicating the lead dislodgement led to the patient's death.

Event description:
Additional information received indicated that the dislodgement was confirmed by microscopy. The lead was replaced and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device as not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.